Manufacturer narrative:
An event of arrhythmia after portico device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. No information from the field regarding patient medical history, patient anatomy, and implant depth was received. Based on all available information, a cause for the arrhythmia could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 25mm navitor transcatheter aortic valve was implanted successfully. On (B)(6) 2023, the patient had a pacemaker implanted due to an unknown arrhythmia. The patient status is unknown.